Event description:
It was reported that an ilet user experienced hyperglycemia after breakfast while using a replacement pump for less than one day; the user had announced the meal, observed no insulin leakage on the device exterior, and blood glucose peaked at 351 mg/dl before trending down during a follow-up to 139 mg/dl without back-up therapy, alerts, or medical intervention. Symptoms included hyperglycemia. Outcomes included no long-term health impact, no hospitalization, and no medical or caregiver assistance. Investigation included troubleshooting and education focused on the ilet¿s initial learning phase and device function checks by user inspection. Investigation of this case revealed no evidence of infusion leakage or device malfunction, and the event was consistent with early adaptive dosing behavior during the ilet learning period. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance